Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a, cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. Per reporter residual volume was: 9.8 ml, rate 2.2 and 92.25 ml was given. No adverse patient effects were reported. No additional information is available at this time.